Event description:
Patient underwent valve-in-valve procedure after an implant duration of two (2) years, seven (7) months.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm ce mitral valve implanted for an unknown implant duration underwent valve-in-valve procedure due to mitral stenosis. Two 26mm 9750tfx transcatheter valves were implanted inside the 25mm surgical valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have impacted the event.

Event description:
Edwards received information a 25mm mitral valve implanted two (2) years, seven (7) months, underwent valve-in-valve procedure due to severe mitral stenosis, thickened leaflets, and motion restricted leaflets. The anterior leaflet is fixed and immobile with relatively preserved motion of the right and left prosthetic leaflets. Patient presented with dyspnea on exertion and intermittent dizziness. Two 26mm 9750tfx transcatheter valves were successfully implanted inside the 25mm surgical valve. There were no complications.